Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received loaded with a 10r reload; fully fired. The reload and instrument had proper timing the articulation knob was broken and the unit was unable to articulate. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to excessive manipulation of the device, in this case over torquing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic inguinal hernia repair, the devices had difficulties with loading the reload onto the handle while trying to fixate the mesh. There were difficulties in pressing the "push to reload" button and navigating the lock and unlock button. There were also difficulties in articulating the device. There were some tackers that were used easily and others were not. There was no injury caused to the patient and no medical intervention was required. The devices are expected to be returned for evaluation.